Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that the burr became stuck in lesion and patient died. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 1.50mm rotalink¿ burr was selected for use. During procedure, the burr catheter was advanced into the lad but failed to cross the lesion. When the physician attempted to remove the burr with low-speed, it was noted that the burr became stuck in the lesion. A guidezilla¿ catheter was advanced to try to dislodge the stuck burr but failed. Emergency thoracotomy surgery was then performed and the vessel segment where the burr became stuck was cut. After which, vascular bypass surgery was performed. The patient was unstable and required further hospitalization. The patient died on (B)(6) 2017.